Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01602. The patient ((B)(6)) received his scs system, including an ipg and two percutaneous leads (from the same lot), and (B)(6) 2011. It was reported that the pt experienced a sudden loss of stimulation on (B)(6) 2011. The pt alleged that immediately before stimulation ceased, he felt an overstimulation sensation. Diagnostic tests showed high impedance readings on all lead contacts. X-rays showed no anomalies. The physician plans to perform surgery to troubleshoot the issue; however, the surgery date is currently undetermined. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.